Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm (alarm 1). Additionally, it was reported that multiple occlusion alarm occurred. Customer changed the cartridge to address the alarms and resumed insulin delivery. Customer's blood glucose level ranged from 54-500 mg/dl.